Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) issued a red alert due to a low intrinsic r-wave amplitude measurement on this competitive transvenous defibrillation lead. There was no report of loss of capture or undersensing. This red alert was not appropriately cleared and reset; therefore, the red alert was triggered for the same occurrance. Episodes were reviewed, and it was discovered that anti-tachycardia pacing was delivered, which accelerated the patient's rhythm into the ventricular fibrillation zone. No adverse patient symptoms were reported.